Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the surface of the product had begun to crack. No patient involvement. This report is for one (1) aim-device f/guidewire f/pfna+tfn f/ap o. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: visual inspection: the complaint device (aim-device f/guidewire f/pfna+tfn f/ap o) was returned for investigation. Additionally, a photo in the notes & attachments section was reviewed. It was identified cracked and broken sections of the epoxy covering across the middle section of the wire surface; the photo findings are consistent with physical investigation. No other issues were identified. Dimensional inspection: a dimensional inspection could not be performed as the device has post manufacturing damage and complex geometry; relevant dimensions cannot be measured. Document/specification review: the current drawings were reviewed. Investigation conclusion: the reported condition of the complaint device (aim-device f/guidewire f/pfna+tfn f/ap o) is confirmed. After investigation, the cracking condition is visible, but there are chipped details at the middle section of the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.